Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, for the first firing, they connected the reload to power handling and the surgeon tried to fire the device but could not fire it. Another product was used and could resect with no problem. There was no patient injury.